Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(6). Our investigation for the complaint is finalized. Investigation on site has been performed by our field service engineer (fse). The fuses were found welded into the mains inlet. The fse replaced mains inlet and fuses. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. We have received a photo for this complaint to support the failure condition. Similar earlier investigations determined that the cause could be one or a combination of the following causes: high voltage (higher than the mains inlet is specified for i.e. > 127 v) makes the current and temperature increases in the fuse and accelerates the ageing. Dusty environment may increase the temperature around the fuse and may affect the contact between fuse and fuse holder when the temperature is increasing. (The dust filter must be replaced during preventive.) Vibrations may increase the contact problem in the fuse holder. Chemicals in the air or by cleaning may cause contact problem between fuse and bottom contact.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor will not start up. There was no patient involvement. (B)(4).